Event description:
It was reported that the patient had a stimulation device that never functioned properly. It was noted that he hated stimulation devices. Additional information requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).